Manufacturer narrative:
The insulin pump alarmed no delivery during the displacement and excessive no delivery test due to faulty force sensor system. The pump passed the self-test. The audio tone functioned properly. The pump was unable to perform the occlusion and prime test due to excessive no delivery alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the pump. The customer's blood glucose reading was over 500 mg/dl. The customer stated that the no delivery alarm occurred last night. The customer stated that the alarm occurred during basal delivery. The customer was assisted in the self-test. The customer stated that the self-test passed. The customer stated that the alarm was resolved by a complete set change. The customer was advised to monitor the pump.